Event description:
A ventilator was evaluated by a third-party field service engineer for service. There was no harm or injury reported. During the evaluation of the device by the third-party field service engineer, failure of oxygen blending module was observed . The device¿s oxygen blending module was replaced to address the issue.

Manufacturer narrative:
H3 other text : third-party service center.